Event description:
Caller states the patient tested 6.4 inr on the coaguchek s system and 2.9 inr on a comparison lab. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.